Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00308 for the other associated device information. It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, at the start of the procedure, an estimated 1.1 cm stone was found. The physician unpacked the first lithotripter basket device and tested it outside the patient. However, the physician noticed that the basket failed to open and close because the pullwire was broken. A second lithotripter basket device was used in an attempt to complete the procedure. A 1.1 cm, ¿big and hard stone¿ stone was successfully captured with the second device. Additional force was used to crush the stone and the handle broke. Although the handle was broken, the physician was able to open the basket. The physician shook the basket and released the stone. The basket was successfully removed from the patient without issues. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of handle break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the basket to be fully retracted and tip to be intact. Physical examination of the returned device revealed that the side car-rx was pushed back. The thumb ring was detached from the handle assembly. The thumb ring did not present evidence of failure while undergoing compressive force. An examination of the thumb ring and handle assembly energy directors presented evidence of proper ultrasonic welding during the handle assembly process. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Although it is unknown if an alliance handle was used during this procedure, the detachment of the thumb ring from the handle most likely occurred as the user most likely placed or readjusted the handle in an alliance device or similar device. Therefore, the most probable root cause is "operational context." A device history record (DHR) review was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, at the start of the procedure, an estimated 1.1 cm stone was found. The physician unpacked the first lithotripter basket device and tested it outside the patient. However, the physician noticed that the basket failed to open and close because the pullwire was broken. A second lithotripter basket device was used in an attempt to complete the procedure. A 1.1 cm, ¿big and hard stone¿ stone was successfully captured with the second device. Additional force was used to crush the stone and the handle broke. Although the handle was broken, the physician was able to open the basket. The physician shook the basket and released the stone. The basket was successfully removed from the patient without issues. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.